Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory and no issues relating to poor barrier separation were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retention samples as well as the customer photos, the customer¿s indicated failure mode for label lift with the incident lot was observed but poor barrier separation was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor gel separation. This occurred on 10 occasions after use but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no: 367986 batch no: 9024638 it was reported the tubes were not spinning down correctly and poor gel separation. According to the clinician, the sst tubes are not spinning down correctly. There seems to be a gel-like residue coating the inner tube after being spun down. The labels also not staying attached to the tubes.

Manufacturer narrative:
Initial reporter facility: university massachusetts memorial health care distribution center. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor gel separation. This occurred on 10 occasions after use but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no: 367986, batch no: 9024638. It was reported the tubes were not spinning down correctly and poor gel separation. According to the clinician, the sst tubes are not spinning down correctly. There seems to be a gel-like residue coating the inner tube after being spun down. The labels also not staying attached to the tubes.